Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange/upgrade procedure, a loss of capture and a loss of sensing were observed on the right atrial (ra) lead. Fluoroscopic imaging revealed the ra lead had become dislodged. The ra lead was explanted and replaced during the unrelated upgrade procedure. The patient was in stable condition.